Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was not replicated or confirmed. The device was recertified and returned to the customer. The data file was provided and review of the data file indicated lead view was inadvertently switched from "pads" to "lead I" about 35 minutes into the event. There are no defib related keys pressed, which would auto switch the lead view to pads. The investigation yielded no indication of a device malfunction. Therefore this is being closed as incorrect lead setting selected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient for cardiac arrest, the device failed to obtain an ECG signal via electrode pads. Complainant indicated that due to the family's wishes, resuscitation efforts were stopped. Complainant indicated that the patient subsequently expired.